Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted controller log files confirmed a timestamp reset to 01jan2000 and corresponding controller clock corrupt alarms indicating a total loss of power to the system controller that would have resulted in a pump stoppage. According to the account, the loss of power was thought to be due to the patient¿s inability to properly connect/change power sources overnight. A direct correlation between the device and the reported intermittent overnight cognitive declines while at home could not be determined. It was reported that the patient was seen in clinic for an urgent visit after recurrent issues with on call pages overnight for vad alarms with confusion and inability to explain the functional issue. The patient had previously been noted to have increased external backup battery use, but is now noted to have a pump off event. It was noted that based on patient history, the center is presuming that it is related to the patient¿s inability to properly connect/change power sources overnight. The clock was reset and no controller exchange was needed. No adverse events have been noted to the patient¿s status. Ramp was unremarkable and no changes were made to the set speed. Toxicology workup revealed only the presence of known substances and an istop review was initiated for a concern that the patient has been inappropriately utilizing medications. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The powering the system section provides information on using and exchanging power sources. Multiple sections of the patient handbook warn that at least one system controller power cable must be connected to a power source at all times. Also of note, per design, a total loss of power to the system controller will result in a reset of the timestamp to 01jan2000. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for an urgent visit due to recurrent issues and on call pages overnight for alarms. When the patient tried to explain the functional issue they became confused. The vad coordinator previously noted an increased usage of the backup battery (ebb) but the patient was now noted to have experienced a pump stoppage. The patient was reportedly never able to verbalize what lead to the alarms or how the no external power alarms occurred. Per the vad coordinator, there was no clear cause for the full loss of pump power, however, the vad coordinator believed that it was related to the patient's inability to properly connect/change power sources overnight. The patient was admitted for a transesophageal echocardiography (tee) ramp to assess pump speed/function and a planned neurological evaluation and possible electroencephalogram (eeg) due to intermittent cognitive declines overnight while at home. Ramp was unremarkable and no changes were made to set speed. The neurological evaluation and eeg were not felt to be warranted after admission. A toxicology workup was also done to rule out medication effect but only revealed the presence of known substances however there was concern that the patient had been inappropriately utilizing their medications. No further information was provided.